Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion seal was bubbled. Service history review identified that the device has not been serviced within the review period. Functional testing was not able to duplicate the customer reported issue. The downstream passed all functional testing. The cause of the reported issue is unknown. No action was required. However, the downstream occlusion seal was replaced.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was alarming "cassette not attached properly. Reattach cassette." Per reporter, the event occurred during testing and there was no physical damage. There was no patient involvement, and no patient harm/adverse event was reported.